Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced the scs ipg pocket site getting "very warm" which would increase while charging. It was also reported that the patient alleges heating at the pocket site during reprogramming. As a result, the scs ipg was explanted and replaced. The issue resolved following the procedure.